Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in australia: "overinfusion". According to the customer: "pump ran too quickly. 20h in a 24h pump".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Device history record (DHR): reviewed the DHR for batch 21n06ge221, there is no abnormality and no such defect detected at in process and at final control inspection. Sample evaluation: received one sample of easypump ii lt 270-27-s without original packaging. The batch number on the big bottom cap of the sample was 21n06ge221. Upon received, no solution was found in the sample and the sample was clamped. It was reported that the sample was used to be filled with flucloxacillin. Flow rate test: the sample was decontaminated and sent for flow rate test. The flow rate deviation from nominal flow rate for received sample was -7.29%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. Conclusion: the flow rate test result of the received sample is within specification, hence, complaint is not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.